Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4 batch #: x7019x. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue? Could you please provide the lot/batch? Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device revealed no apparent external damage. The device was non-functional when evaluated with a test instrument after connection to a generator. The hand activation feature was non-functional, but the device worked properly with the footswitch assembly. Internal inspection revealed a hand activation open circuit condition at the cable level, and the moisture indicator was positive, suggesting possible moisture ingress affecting handpiece functionality. No conclusion could be reached as to the cause of the reported event, and although the handpiece has seals to prevent fluid ingress, a reduction in compressive force on the distal seal may allow water entry during steam sterilization. No patient involvement or adverse outcomes were reported. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x7019x, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device is not working. The customer is requesting that the device be replaced. No loaner. No further information is available.